Manufacturer narrative:
Model number/catalog number: sc-8216-50, serial number: (B)(4), batch/lot number: 14834204, model/catalog description: artisan lead 50 cm. Explant date: six months after implant.

Event description:
A report was received that the patient underwent an explant procedure for an unknown reason. The patient was doing well postoperatively.

Event description:
A report was received that the patient underwent an explant procedure for an unknown reason. The patient was doing well postoperatively.

Manufacturer narrative:
The exact date of the event is unknown. The provided event date (B)(6) 2012 was chosen as a best estimate based on the date that the manufacturer became aware of the event. A review of the manufacturing documentation for the devices revealed that no anomalies or deviations potentially relate to the event occurred during manufacturing.